Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin on board (iob) displayed a lower amount than what the customer expected after delivering a 4 unit bolus. Review of the pump data by tandem technical support showed iob followed an accurate timeline of the bolus requested by the customer. There was no reported impact to the customer's blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
Review of pump data confirmed that insulin on board was accurate. Upon follow up, customer acknowledged. This event is not reportable, as there was no device malfunction.